Event description:
The customer reported that the knife blade became stuck on patient tissue after sealing and cutting during an endoscopic resection of a bladder lesion. The device was removed by clipping and additional resection. Another device was used to continue the procedure and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.